Event description:
(B)(6) - the facility staff stated that the (B)(4) power operated patient lift tipped over during a patient transfer from a wheelchair to the bed. As a result, the patient fell parallel to the bed, and was taken to the hospital, where it was found that he had a broken femur, although he had no bruises and / or scraps noted by the ambulance staff. There is no additional information regarding the patient health condition currently available. The lift is no longer in use by the facility.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(6) -no RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately three years old. The owner's manual part number 1078987 rev. I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male and (B)(6). Age and height are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.